Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the impedance of the extension was out of range. Additionally, an impedance error of ¿???¿ was also obtained. The extension was partially explanted and replaced with a new one. There were no patient symptoms associated with the event. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found ¿two conductors were broken 2.9 cm from the proximal end.¿ it was stated that functional testing found circuits 0 and 5 were ¿open¿ and there were ¿no shorts between circuits¿ when tested dry.